Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was down after software upgrade. A field service engineer (fse) found that the anesthesia units were connected over wireless and were unable to start the application or synchronize with the server. The fse worked with information technology (it) and the site led to identify and correct the network configuration issues. The wireless setup required individual login credentials for each station. The fse disabled the microsoft windows connection manager and worked with it to manually configure wireless network access on each system in admin mode, allowing the stations to connect and synchronize. It was observed that the station would maintain the wireless connection only when logged in under admin mode, while normal mode caused disconnection. Automatic login for the application could not be configured successfully. As a temporary workaround, the station was left in admin mode to maintain connectivity. The station was brought back online, tested using the hardware test application (hta), and confirmed to be operational. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was down after software upgrade. The customer stated that this malfunction occurred during dispensing workflow and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.